Event description:
It was reported that after returning from training and eating breakfast, the user observed a blood glucose of 210 mg/dl and asked whether action was needed; the user was advised to wait and allow the algorithm to adjust, and no alerts or alarms were reported. Symptoms included hyperglycemia without reported adverse effects. Outcomes included no medical assistance, no hospitalization, and no ketone testing. Investigation included troubleshooting and education completed via phone. Investigation of this case revealed no device alarms or malfunctions reported and no device component concerns identified, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.